Manufacturer narrative:
The UDI is unknown because the part number was not provided. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed, and the reported stretched coils and separation were confirmed. The reported entrapment of the devices was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the electronic lot history record (elhr), and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. MFR site - contact office first and last name was updated from (B)(6) to (B)(6).

Event description:
It was reported that the procedure was performed to treat a heavily calcified unspecified artery. Resistance was felt during withdrawal of a 014 turntrac guide wire and it was noted that the 014 turntrac guide wire had become jailed behind an unspecified stent. After removal it was noted that the tip coils were separated and slightly unraveled. The core was visible as the coils were missing and it appeared to be intact. It was confirmed via angiography that the separated tip coils remained trapped behind the stent. There was no adverse patient sequela reported and no clinically significant delay in the procedure.

Manufacturer narrative:
Exemption number: e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified unspecified artery. Resistance was felt during withdrawal of a 014 turntrac guide wire and it was noted that the 014 turntrac guide wire had become jailed behind an unspecified stent. After removal it was noted that the tip coils were separated and slightly unraveled. The core was visible as the coils were missing and it appeared to be intact. It was confirmed via angiography that the separated tip coils remained trapped behind the stent. There was no adverse patient sequela reported and no clinically significant delay in the procedure.